Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The day after the event onset, the patient was hospitalized for peritonitis. Two days after the event onset, the patient started treatment with vancomycin 1gram once a day (route and duration not reported) and fortum 1gram (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status was not reported. No additional information is available.